Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the charger board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), found that the voltages on the charger board for the imaging system was out of range. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Charger board 1 was returned to manufacturer, analysis of the board was unable to confirm any failure as it passed output test on fixture. All channels measured within the inspection parameters under each load condition. All led's lit, visual inspection noted pcba was dusty and leaking capacitors. Installed charger 1 board in a known working imaging system and the system readied as expected. Both 2d and 3d imaging were successful. No functional problem found.